Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a colonic stent placement procedure performed on (B)(6) 2013. According to the complainant, during preparation, the guidewire unraveled. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2013 that the corewire had a fracture making this a reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual analysis of the device presents a fracture of the core wire and stretch damage to the outer coil wraps with offset/misaligned coil conditions located 2.18cm and 33.5 to 33.6cm from the distal tip. A bend damage was located 73.7 to 77.0cm from distal tip and camber over the remainder of the guidewire length. The stretched coil damage begins approximately 35.6cm from the distal tip joint and extends approximately 61cm proximally. The coils 0.05to 0.20cm from the distal tip were stretched to expose the distal aspect of the core wire fracture located 0.15mm proximal of the distal weld mass. The fracture region of the core wire presents approximately 1.4 turn of torsional loading over the 0.7mm proximal of the distal tip weld mass. Both aspects of the fracture presents reduced cross-sectional area and apparent elongation near the fracture faces suggesting ductile, tensile overload of the corewire proximal of the distal tip weld mass in addition to the torsional loading. All joints appear to be correct and the specimen device appears visually and dimensionally correct. The returned unit was consistent with the complaint that the guidewire unraveled. The device analysis also found a fracture on the corewire and bend damage. The specimen has sustained a ductile, tensile overload of the core wire with torsional loading near the distal tip followed by tensile loading of the outer coiling wire resulting in the stretch damage. The nature of the core wire fracture, combined stretched outer coiling wire, suggests handling or procedural factors impacted on the event as reported. Hence based on analysis the most probable root cause classification is ¿handling damage¿.